Event description:
It was reported that when the aq2003v three piece silicone lens was removed from plastic container, one of the haptics looked abnormal. The surgeon inspected it under a microscope and noted the haptic was straight and crimped on the end. The lens was not loaded or used.

Manufacturer narrative:
(B)(4). Method: work order search. Results: visual inspection of the returned product showed a haptic was bent and a clear surgical residue on the lens. A work order search was performed and there were no similar complaints found. (B)(4).